Manufacturer narrative:
Batch record review: for lot file for a742 was performed there were no non conformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot a742 was performed. There was 1 complaint reported for centrifuge bowl leaks to date for this lot. The assessment is based on info available to at the time of the investigation. The root cause could not be determined based solely on the information provided by the customer. No product was returned by the customer for investigation. (B)(4).

Event description:
The customer reported a bowl seal leak that occurred during a treatment procedure. Customer called to report a blood leak alarm occurred during cycle 1 (buffy coat). Customer stated that the treatment was aborted. Customer reported there was a fine spray of blood on the centrifuge wall at the level of the bowl seal, which she had cleaned up. Customer stated there was no blood at the bottom of the centrifuge and no blood in the overflow drain bag. Customer stated an unusual noise had come from the centrifuge just before the leak alarm. Product was not returned for an investigation. Customer declined to return the bowl. Customer declined to answer add'l questions as she had other pts to attend to.